Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set cannula kinked event. Event occurred after three hours of insertion. Insertion site was at abdomen. Blood glucose levels were reported to be high during the event. Patient took correction bolus via pump and correction injection via multi-daily injection. Patient changed supplies as necessary and resumed insulin therapy. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.